Event description:
Additional information received from the manufacturing representative (rep) indicated that they met with the patient on the day of the report, and cleared a power on reset (por). The rep reported the por code was 0x400. It was reviewed the por was a parity code. The rep noted that the patient had a CT scan about a week ago.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for post traumatic neuraligia and spinal pain. It was reported that over the weekend the patient was hurting and wondered why. The patient reached out to a manufacturer representative and it was noticed that the implantable neurostimulator (ins) was off. The manufacturer representative helped the patient turn stimulation on. There was a return of symptoms. It was reported that the patient was not sure if it was on during the call because they were still hurting. The patient thought that they might be out of charge. During the call the patient programmer showed that stimulation was on and the ins was charged to ¾ full. The patient was on group a in the upright position at 1.6v. It was reported that if the patient went any higher it made them jerk so they left it at 1.6v. The patient declined changing groups during the time of the call and reported that they would get more information regarding ins replacement. The patient had an appointment scheduled for (B)(6) 2017. The patient had neuralgia under their breast for years now, has 3 hernias in their stomach, has chronic obstructive pulmonary disease (copd), and a lot of pain in that area. It was reported that the patient saw a code on the patient programmer and was told by the manufacturer representative that they may need to replace the ins. The code was unknown and the patient could not clarify if this was the eri or eos code. The code was not seen during the call and therefore code not be clarified although it was reported that the patient saw a doctor with a phone. It was noted that the patient kept up charging regularly and had not had an overdischarge. Inquiries were made regarding the ins because the patient had been told it would last 5 years and it had only been 2 years. No further complications were reported.